Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) /2024. On 09/01/2024, the patient was not feeling well. He was vomiting and had body cramps. During this time it was reported that the cgm sensor failed but the patient did not notice. The patient's friend called the doctor and the patient went to the hospital. At the hospital, the patient was treated with potassium, 2 bags of IV fluids and insulin. There was no information on the patient's blood glucose values during the time of the event. The patient was in the hospital for 3 days and discharged on (B)(6) 2024. At the time of the report, the patient was doing fine. Data investigation confirmed sensor failure after warm-up on 09/01/2024. The root cause was determined to be high count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.